Event description:
It was reported that the patient's insulin delivery was interrupted due to an occlusion alarm, leading to severe symptoms including nausea, vomiting, pallor, and a headache, which resulted in hospitalization. The patient's blood glucose level was measured at 25 mmol/l with ketones. The patient's mother attempted to administer insulin to the patient using a pen but was unsuccessful. The customer went to the hospital where they received saline and insulin treatment, which successfully resolved the issue, allowing the patient to be released on the same day. The technical support team performed a system check and confirmed the pump was functioning correctly, with no permanent damage reported by healthcare professionals. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event.